Manufacturer narrative:
Only this dentist office which reported this type of event. In the process of reviewing all possible g-cem lot data. Will file follow-up report. Pt summary chart provided by dr on 3/4/2010 reviewed and on file.

Event description:
Notification of event to gc made on 2/5/2010. Dr reported cementing 2 crown (caps) utilizing g-cem automix. Initial crown was placed on (B) (6) 2009. Add'l procedure, root canal therapy, was prescribed (9/16) for one tooth due to sensitivity that resulted from pulpitis (inflammation of the nerves of the tooth) and completed on (B) (6) 2009. Summary: sensitivity from crown cement leading to pulpitis two porcelain fused to metal crowns (tooth# 15 and #19) seated on (B) (6) 2009. Dentist reported that endodontic therapy was need on tooth #19, endodontic therapy started on (B) (6) 2009 and completed for pt on (B) (6) 2009.